Event description:
The pt was seen at the implant center because of a complication in the incision area. At the time of revision surgery, the plastic surgeon and ent decided that device explantation was necessary due to the severity of the necrotic tissue in the area of the incision. The pt was not reimplanted with another device.